Event description:
During a cardiac arrest from field in the emergency department, a lucas was applied with appropriate positioning and a new suction cup. During resuscitation, the lucas machine tore through the plastic suction cap and caused skin injury to patients' chest. The skin injury was a round injury (size of a suction cup, approx 6x10x8). The device has since been quarantined.